Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation motor error while in use on a patient . The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was advised by the hospital not to service the device because it is under investigation by the hospital. The hospital risk management coordinator was contacted multiple times to obtain further information regarding the investigation but no response was received.

Manufacturer narrative:
Per hospital, device is under investigation and requested unit not be serviced.